Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 633 mg/dl. A correction bolus via the pump was delivered to address bg. Reportedly, the customer did not have an active continuous glucose monitor (cgm) session started and the customer was unable to deliver boluses. During troubleshooting with tandem technical support, a new cgm session was initiated and insulin deliveries were resumed. Recommendation was made to consult with a healthcare provider to discuss diabetes management.